Manufacturer narrative:
Model number/ catalog number: sc-2108-50m, serial number: (B)(4), batch/ lot number: 7370/7529, model/ catalog description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.